Manufacturer narrative:
Additional information can be found - intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) gimbal involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported failure but was confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Since cycle was performed without any issues. Tests perform via (B)(6) passed. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
Isi has not received the unit involved with this complaint for failure analysis. Therefore, the root cause of the customer reported event cannot be determined. A follow up MDR will be submitted if the unit is returned and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vanci-assisted surgical procedure, the customer reported that every time they touched the right hand controller they get a fault. The site was requested to exercise the right master tool manipulator (mtm) but the error persisted. The patient had been placed under anesthesia and ports had been placed at the time the fault occurred. The surgeon made the decision to abort the procedure and reschedule for a later date. There was no report of patient harm, adverse outcome or injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse removed and replaced the mtmr to resolve the issue. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).